Event description:
Omnipod pdm controller initiated pdm error alarm and instructed to remove the insulin delivery pod immediately and to call customer support. Made 7 attempts to call, company each time being told wait time was >45 minutes over a 3 day period with times ranging from sat afternoon to monday at 11 pm. Insulet claims customer support is available 24/7. FDA safety report ID# (B)(4).